Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when she increased the stimulation, it would jump from 10 to 30 by itself and without the patient touching anything. The patient stated that they made a manufacturer representative (rep) aware of the issues in the week prior to the report. The patient was familiar with the device and performed troubleshooting. It was later reported that the patient did not have adaptive stim (as) programmed, but they didn't have a patient programmer (pp) with her to confirm. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.